Event description:
It was reported that a patient incident occurred with an erbe spatula electrode during an open cholecystectomy. The spatula electrode was used with an erbe electrosurgical unit [esu/generator, model vio 3, part number (p/n) 10160-000, serial number (s/n) (B)(6)]. No information was provided regarding any other equipment, accessories, or settings employed during each incident. Per the report, the "electrode burned out" during the operation, causing a "small hot piece to fall onto the groin and result in a blister." The lesion was reported as a 3mm burn with blistering. No information was provided for wound treatment.

Manufacturer narrative:
The involved esu was inspected/tested. The unit was found to be functioning as intended. The evaluation included an electrical safety check, a functional check of each of the equipment's features and a power output check. The generator was/is within specifications and all features were/are functioning properly. Finally, no anomalies were found in the review of the device history record (DHR) for the lot of the vio 3 generator. The spatula electrode was examined and revealed "significant burn damage" as well as clear signs for wear and tear. Finally, no anomalies were found in the review of the device history record (DHR) for the lot of the spatula electrode. Therefore, no manufacturing defects have been identified that could have contributed to this incident. Based on the reported incident, there are most likely many factors involved with the reported events (i.e., equipment settings, activation times, proximity of additional instruments, etc.). Therefore, no conclusive determination could be made as to the cause(s) of the events.